Event description:
Rt breast mass increased over 2 previous mammograms, one yr apart. C/o increasing changes in breast shape, pain & discomfort in breasts. Unable to sleep on sides or stomach. Pt has silicone gel implants-bilteral. MFR & operative dates unk. Dx - rt breast mass-upper, inner quadrant is 2 x 4 cm. Bilateral, very firm bakers IV capsular contractures. Pt. Desires implants to be removed today.